Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and performed leak tests, and the iabp passed all leak tests. The fse examined the iabp for moisture and observed none. The iabp passed all functional and safety tests per factory specifications and was returned to the customer as cleared for clinical use. (B)(6).

Event description:
Customer reported that a "leak in iab circuit" alarm occurred on the cs300 intra-aortic balloon pump (iabp). There was no adverse event reported.